Event description:
The MFR received info alleging an option home compressor was involved in an adverse event. The pt was reportedly taken to the hospital following an asthma attack and thereafter passed away. Based on the available info, the device's function appears to have been compromised due to maintenance issues and several missing components. The device has not yet been returned to the MFR for eval. At this time, we are unable to confirm the alleged incident. A follow-up report will be submitted when the MFR's investigation is complete. (B)(4).